Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker device was at elective replacement indicator (eri) but with a magnet rate of 90. Boston scientific technical services (ts) explained that the analysis of the device memory confirms the elective replacement time (ert) when it was declared and was just right at the bin edge. The device was explanted. No adverse patient effects were reported.